Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii/IV¿.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted, discarded, and replaced.